Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, after implanting the helical blade, the helical blade inserter became stuck to the outermost trochar of the triple sleeve. The surgeon was unable to remove the helical blade inserter while connected to the aiming arm after removing the connecting screw. The triple sleeve trocar was removed from carbon fiber aiming arm with the helical blade inserter still attached. With difficulty, the helical blade inserter was separated from the triple sleeve on the back table, indicating significant damage to the flat metal guard portion that contacts the triple sleeve trochar as well as the square back portion of the triple sleeve. The procedure was completed successfully with no surgical delay and no adverse patient outcome. There was no other medical intervention required. This report involves one blade/screw guide sleeve. This is report 2 of 2 for (B)(4).